Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in a specimen cup. Visual inspection found clear residue on lens and a piece of the haptic missing. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl13.2, -12.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vaulting, (pupillary block) elevated iop, narrowing of the angle, angle closure, shallowing of the acd, anterior lens opacity, water vacuoles, and fixed dilated pupil. The lens was exchanged. A possible iridoplasty is planned.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Additional information received. On (B)(6) 2017, an iridotomy enlargement was done. The reporter also stated that the software does not always predict correct size implant. (B)(4). Correction data: the reporter indicated that the surgeon implanted a micl13.2, -12.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vaulting, (pupillary block) elevated iop, narrowing of the angle, angle closure, shallowing of the acd, anterior len opacity, water vacuoles, and fixed dilated pupil. On (B)(6) 2017, an iridotomy enlargement was done. (B)(4).